Manufacturer narrative:
(B)(4). Date sent: 12/07/2021. Photographic evaluation: this is an analysis for a set of photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos shows a device with the staple height selector position in blue color, the knob advanced on the non label side position, and it can be seen excess tissue tangled around the anvil and channel, this condition does not allow the device to open. The third photo shows a surgical scissors removing the tissue from the device. Based on the three photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the ntlc75 stapler functioned correctly during the first two shots. During the third shot, once the blade was re-entered, it no longer re-entered. The cursor did not advance and, therefore, the stapler got stuck with the intestine stump in the middle. It was necessary to remove the device in situ and the tissue using a new stapler. The surgery was delayed by 30-minutes. Procedure: colon resection.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? -initials and age of the patient: cf; 19 years reason for use: multiple ileal resections and ileo pouch packaging. Intestinal resection, residual proctectomy intestinal pouch and protective ileostomy. -consequences on the patient: need to 'resecute" a 10cm tract of small intestine involved in the block of the stapler. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.